Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2021 due to heart failure and multi system organ failure (msof). The patient¿s labs also indicated that the patient had suffered a blood clot. The heartmate 3 lvad, serial number (B)(6), was not explanted. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04jun2021. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away (B)(6) 2021 from heart failure and multi-organ failure. Their labs indicated the patient had suffered a blood clot. The heartmate 3 performed as expected with no alarms. The pump was not explanted and did not return.